Manufacturer narrative:
Additional information: breakdown of 4 events are as follows: cartridge tip cracked or damaged, 2. Cartridge tip cracked or damaged, lens damage, 2. Lot numbers of the suspect product: ce08960, 2; ce08539, 1; ce09371, 1. 3 investigations were completed and 1 is pending for this time period. Breakdown of 3 completed investigations 2 cartridge tip cracked or damaged - both for lot number ce08960. 1 cartridge tip cracked/damaged, haptic damaged, stuck in cartridge - for lot number ce08539. The investigation were completed. The product was returned. The investigation concluded that the product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. The events were related to cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Additional information: 1 investigation was completed. The breakdown of investigation observation are as follows for respective lot number: ce09371 - no product returned. The investigations was completed. No product was returned. The investigation concluded that the product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.